Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 500cc breast implant was found to be ruptured and received in two parts. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient, who's undergone primary breast augmentation with two 500cc mentor memorygel breast implants, underwent revision surgery for unspecified reason/s on (B)(6) 2021. During the surgery, it was discovered that the left breast implant has ruptured spontaneously. As a result, both implants were removed and replaced with the following devices: (left) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 9257201 sn: (B)(4) and (right) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 9635572 sn: (B)(4).

Manufacturer narrative:
On december 22, 2021, mentor received additional information indicating the reasons why the patient elected for revision surgery on (B)(6) 2021. The patient was actually diagnosed with left breast bottoming out and asymmetry and right breast capsular contracture (baker grade iii), prior to the discovery of the left breast implant rupture during the surgery. Subsequently, along with the removal and replacement of the devices, the patient also had to undergo right breast open capsulectomy, left breast capsulectomy and pocket revision with lower pole tightening. Reason for device explant and/or reoperation: left breast bottoming out and asymmetry this medwatch form is for the left breast prosthesis. Complication on the right breast/implant will be reported under mrn: 1645337-2022-00456.